Manufacturer narrative:
Concomitant medical devices: 1642t-46 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.